Event description:
Patient underwent cochlear implant surgery which was uneventful. The patient was discharged to the care of his nursing home. During the night the patient arose out of his bed and had a serious fall. The following day, the patient was taken to emergency room where he passed away. The physician reportedly stated that the cause of death was cardiac stress.